Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with two malformed clips inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the device was fired on the target tissue, the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The trigger was grasped as usual and no hard materials were clamped with the jaw. The malformed clip was retrieved from the patient.